Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited low sensing. Attempts to reposition the lead to achieve better sensing values were unsuccessful. The lead was no longer used and replaced. The patient was noted to be stable prior, during and post the surgical procedure.